Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl. A bolus via the pump and insulin injections were used to address the high bg. The customer suspected the cause of the high bg was due to a steroid injection.